Manufacturer narrative:
Event date: the week of the (B)(6) 2017. Fax number: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced increased blood pressure, discomfort, and collapsed. An avx® thrombectomy set was selected for a thrombectomy procedure for either a loop graft or venous graft in the patient's arteriovenous (av) fistula. Partway through the procedure, the patient experienced increased blood pressure and discomfort. The procedure was paused for the patient to feel better and was then completed with this device. The patient had abdominal discomfort. It was noted the patient did not have a urinary catheter in. The total run time was about 280 seconds. Post procedure when the patient was up in the ward, the patient collapsed. As of the time of the report, the patient had recovered and was completely fine.